Event description:
On (B)(6) 2013, it was reported that the serial cable belonging to one of the handhelds had an issue. The shorter cord coming out of the serial cable was frayed and the end that plugs into the wall had broken off completely. Review of the handheld device history records confirmed all quality tests were confirmed. Attempts are being made for additional information; however, no additional information has yet been provided.

Event description:
Analysis of the serial cable was completed on (B)(4) 2013. Visual analysis of the serial cable identified that the power connector of the serial cable was detached. The cause for the damage is associated with mishandling of the serial cable. No further anomalies associated with the serial cable were noted during testing.

Event description:
Follow up found that there were no new issues with the programming system and the serial cable was replaced. The cable was returned on (B)(4) 2013 and is pending product analysis.